Event description:
It was reported that incorrect stent placement occurred. The 9x40x75 epic vascular stent was advanced for treatment. However, during the procedure, it was noted the stent was not placed in the correct location. It was not reported of the stent was fully expanded. The stent delivery system was removed. The procedure was completed with angioplasty. No patient complications were reported.